Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h9, h11 device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. The instrument was placed and tested on an in-house system, successfully passing both recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions. However, the instrument failed to deliver energy during testing and did not pass the electrical continuity test, indicating it was not fully functional. Additionally, a broken conductor wire within the grip hub was observed, with exposed conductor wires. The failed continuity test confirmed a complete wire break. The wire was fully broken, and the conductor wires were exposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure, the wrist of the force bipolar instrument repeatedly snagged on the fatty tissue of the colon. To resolve the issue, the surgeon utilized another robotic instrument to release the tissue from the wrist of the force bipolar instrument. There was no bleeding or injury to the patient. The procedure was successfully completed robotically and the patient did not experience any post-operative complications.